Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned two additional 4mm, 32 gauge nano pen needles originally labeled as a part of pr3209045. No labels or other forms of identification were returned. There were no immediately observable issues found when visually inspecting the returned samples. Both pen needles were tested for clogs by attaching them to a test pen. Saline from the pen was pushed through the pen and out the distal tip of the cannulas. The saline could pass through the system in both returned samples. No clogging observed. Based on the samples received bd was unable to confirm the customers indicated failure of needle clogs. The root cause cannot be determined at this time as the issue is unconfirmed. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd unspecified bd" pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : ¿ the customer has provided an additional type of sample being two 4mm, 32g nano pen needles. Additional samples were not originally reported will be tested for the originally reported bending during use pe and needle clog defects.